Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb pin(s) from j3 being damaged. Pictures were taken. Receiver charges and boot up was performed and failed due to usb pin(s) from j3 being damaged. The log was not downloaded for review due to the usb pin(s) from j3 being damaged. Confirmation of the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.